Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the serfas probe fractured during procedure and fragments were removed.

Manufacturer narrative:
The failure mode was confirmed on the returned unit. The probable root causes for the reported condition can be associated, but are not limited to: non conforming component. According to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. Poor assembly process. A 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. The activation history showed that the unit was activated 31 times, for 366 seconds before the ceramic fell off, which indicates that the unit was assembled properly and was fully operational for an extended period of time. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit¿s activation history review. Misuse. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. Scratch marks can be observed on the insulation below the electrode. A portion of the insulation below the electrode is scratched and pulled down indicative of scrapping with a pointy object or bone. In addition, scratch wear marks can be observed on the exposed inner lumen indicative of possible continuous scrapping of the tip against tissue, bone or object, even after the ceramic had already fell off. Therefore, a possible user related (misuse) possible contributor cannot be ruled out. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, which may result in damage to the tip of the probe. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that the serfas probe fractured during procedure and fragments were removed.